Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05714. It was reported pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A 30 mm watchman ® laa closure device and delivery system was used along with a watchman ® access system. A 3 mm baseline pericardial effusion was present. The access system was deep seated in the laa and there was no tenting of the laa. They deployed the closure device; however, it was placed too proximal. At this time, they noticed the effusion had increased to 8 mm, but there was no change in the patient's hemodynamics. Cardiac tamponade also occurred, but resolved after the fluid was removed. They decided to fully recapture the closure device. They used another 30 mm closure device and successfully deployed it. They monitored the effusion and it remained stable at 8 mm. The patient is currently stable.